Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore. Upon receiving the package, it was noted label was missed in the box. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos were provided and reviewed. The first photo shows, a product's labelling information (mc1816) and the product label was noted to be partially lifted on one side. The other product's labelling information (mc1410) and the second photo will be captured in the related record. Based on the photo review, the reported device marking and labeling problem can be confirmed for one device. One sealed maxcore disposable core biopsy instrument was received for evaluation. During visual evaluation, the product label was noted to be partially lifted on one side. No other anomalies were noted. Due to the complaint reporting "labeling problem," no functional testing was performed. Therefore, based on the photo review and return sample results, the investigation is confirmed for the reported device markings / labelling problem for both the devices as the product label was noted to be partially lifted on one side and the price label was noted to be missing on the retuned device and provided photo. A definitive root cause for the reported device markings / labelling problem could not be determined based upon the provided information. Labeling review: the maxcore labeling documents were reviewed. The provided photo shows the actual product tyvek lid, which contains all correct and expected print. The product label includes all required product information per these documents for lot and product code. A second photo shows the nationalization labeling applied at the bd india distribution center prior to release in india. According to ¿labelling and packaging requirement for bdi skus¿, this label is applied to provide product information in the national language and maintain unit pack quantity in the shelf box. The procedure specifies removing the unit pack from the inner shelf pack and pasting the label on each unit without applying pressure. Labels must be applied individually, and correct counts verified after labeling. D4 (unique identifier UDI #), d9, g3, h6 (method, result). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore. Upon receiving the package, it was noted label was missed in the box. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.